Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump did not charge on the supplied charging pad, with the pad¿s indicator light solid while the pump failed to charge, and the pump successfully charged on a third-party wireless charger, consistent with a charging problem involving the battery charger component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a power source problem associated with the charger, aligning with a charging problem and implicating the battery charger component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.